Event description:
The customer reported that the device had been functioning well during a hysterectomy. The surgeon had stopped using the device and when the surgeon went to re-apply the instrument, the device jaws could not be re-opened. There was no pt injury. The device was returned for eval with the knife blade exposed.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete a follow-up report will be submitted.